Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test. Found reservoir no air bubbles anomaly when removing the plunger, performed manual test and found plunger easy to release from stopper-plunger. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubble and noticed by customer when they tried to remove the plunger. The customer¿s blood glucose was unknown. Customer was assisted with troubleshooting. The customer stated that the approximate size of air bubbles was 2 or 3 big bubbles. The customer stated that they allowed for insulin to warm to room temperature prior to filling reservoir. Customer states they were unable to remove the plunger rod. The reservoir will be returned for analysis.